Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 24 mm aso device was selected for implant. During deployment, the prosthesis assumed a cobra head deformation inside the left atrium. When the device was retrieved and removed, it maintained the deformed configuration, but returned to its original shape after some maneuvers. The physician attempted to implant the same device, but the cobra head configuration reoccurred. The device was retrieved again and another 24 mm aso device successfully implanted. The patient was discharged the following morning with no consequences reported.

Manufacturer narrative:
Additional information: h3, h6, h10. An event of device deformity upon deployment in the patient was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.